Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient presented to the clinic for a post operation check-up, loss of capture was observed at maximum output. Fluoroscopy revealed the left ventricular lead had dislodged. The patient was scheduled for a lead revision. The lead was explanted and replaced. The patient condition after the procedure was stable.